Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, after cataract surgery and insertion of the iol, it was discovered that there was a foreign substance on the junction between the optic and haptic parts of the lens. Since this was found after the insertion had already been completed, no extraction was performed. The head of the hospital suspects that this could be some form of adhesive material, although initially, it was thought to be a scratch or an uneven surface. But it was later believed that it was a foreign substance. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Photos provided show an implanted iol, there appears to be a white in appearance mark or material near the haptic junction. Based on our observation of the attached photo, white in appearance mark or material is observed near the optic/haptic junction. A definitive determination of damage or the origin of the potential foreign material cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).